Event description:
It was reported that the device was broken during the procedure. No patient injury was reported.

Manufacturer narrative:
One elite premium combination grasper was returned for evaluation. The device is over six years old and shows wear. Visual assessment of the device confirmed the reported complaint of breakage. The shaft has broken at the actuator stop slot. There are no material voids at the break area. The shaft is bent. The condition of the device indicates it was subjected to excessive forces during use.